Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, the physician noted the right atrial (ra) and right ventricular (rv) leads were difficult to insert into the device header. The leads were successfully inserted into the header. This product remains implanted and in service. No adverse patient effects were reported.